Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump failed accuracy by +7.7%. No adverse effects reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis with no damage observed on the pump. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.